Manufacturer narrative:
A ge service representative performed an onsite investigation and verified the customers complaint. The fse reset the cb1 circuit breaker, verified the battery voltage, load tested the system batteries, checked and reworked the ac plug and inspected and reseated the generator boards and connections. The power capacitor module and cb1 wiring and connections was also inspected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.